Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms. Evaluation did not produce an air in line alarm and review of the event history log does not confirm the occurrence of air in line alarms. Evaluation did however produce a reload set alarm and found the upstream sensor flex was not properly secured at the connector of the processor printed circuit board (pcb). After the flex was secured the reload set alarm did not reoccur. Review of the event history log shows the customer experienced multiple reload set alarms. When a reload set alarm occurs the pump will display "reload set tube not properly loaded in air detector." The flex was secured into the connector to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported malfunction "false air in line alarms" could not be reproduced or confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-01664 can be removed from the FDA database. Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms. Evaluation did not produce an air in line alarm and review of the event history log does not confirm the occurrence of air in line alarms. Evaluation did however produce a reload set alarm and found the upstream sensor flex was not properly secured at the connector of the processor printed circuit board (pcb). After the flex was secured the reload set alarm did not reoccur. Review of the event history log shows the customer experienced multiple reload set alarms. When a reload set alarm occurs the pump will display "reload set tube not properly loaded in air detector." The flex was secured into the connector to correct this condition.